Manufacturer narrative:
Correction - the accu-chek spirit combo insulin pump serial number was updated to ((B)(6)) in section d4. The patient indicates that when she first called, she gave an erroneous serial number ((B)(6)) and the correct serial number is ((B)(6)).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2021 at 9:05 a.m., the patient's blood glucose result was 487 mg/dl. The patient started to feel very bad with symptoms of vomiting and very weak. The patient's mother transported her to the hospital. At the hospital, the patient's blood glucose result was 470 mg/dl at 10:12 a.m. And she was treated 3.6 units of insulin. At 10:20 a.m., the patient's blood glucose result was 426 mg/dl and 428 mg/dl at 12:15 p.m. The patient was removed from the insulin pump and the hospital injected insulin through the vein. The patient was hospitalized for one day.